Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently exhibited a "no message" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.